Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with episodes of right ventricular non-sustained oversensing. Upon further investigation, the oversensing appeared to be due to noise. The atrial lead also exhibited several episodes of noise. The device was reprogrammed and no further complications were reported. No patient symptoms were reported.